Event description:
Procedure: gastric bypass. According to the reporter: during the case, the device would not cut. There was no add'l info available at the time of the complaint.

Manufacturer narrative:
(B)(4).